Event description:
Revision surgery - due to instability. Kl(B)(6) 2025.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00382; (B)(4), (B)(4) - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Kl (B)(6) 2025